Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed due to component. Field service engineer replaced 1x1 control unit to resolve the issue. A supplemental will be created if additional information received from the customer. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer failed. The customer reported that users were unable to remove medications. Consequently, there was a minor delay in patient care, although the user managed to acquire the medications from a nearby device. There were no adverse events or injuries reported based on this event.